Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop difficulty beathing/ short of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external parts of the device and found that device was missing the module flip door, the top enclosure was observed to have a hair-like particles on it. Evidence of liquid ingress to the blower and the blower box was observed and hair-like particles present on the bottom enclosure. Evidence of sound abatement foam degradation / breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.